Event description:
The marker was used on a child approx (B)(6). It was used on an eyelid prior to an eye muscle surgery. It was reported to me that they did flush the eye, but the ink still dyed it. They were able to complete the surgery with no serious injury.